Event description:
Olympus received a medwatch which stated "during an elective, scheduled endoscopic retrograde cholangiopancreatography (ercp), the gastroenterologist aborted the procedure stating the endoscope was too stiff to use. Staff had heard complaints from other physicians regarding this issue, but procedure scheduled knowing that the other hospital scope was out for repair. Patient transferred to another hospital to complete procedure."

Manufacturer narrative:
The device referred to in this report was returned to olympus for eval. The eval was unable to duplicate the user's claim of a problem with the device's rigidity and/or angulation. The endoscope was found to operate appropriately. Further eval found the light guide lens chipped along the edge, nicks and dents on the c-cover and cracks in the rubber glue where the c-cover and the insertion tube connect. The device has been serviced and returned to the facility. This report is being submitted as a medical device report in an abundance of caution.